Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the returned product confirmed that the stem had fractured. Investigation concluded that the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. It is unlikely that a potential product issue was present. No corrective action is required. Complaints will continue to be monitored post market surveillance per (B)(4). The returned product shall be retained for future reference if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date: (B)(6) 2019. Revision right total hip for peri prosthetic fracture. Broken solution stem- spontaneous- please investigate reason for same. Surgeon requested investigation.